Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0p405, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that she had not had consistent 50% or more symptom reduction since implant. Additional information from the consumer reported that the implant was removed. The patient was indicated for urinary dysfunction and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.